Event description:
The event occurredd when a cable attached to the "worm gear", snapped and caused the bed to lift unevenly and tilt to the left. The resident was thrown from the bed and sustained a midshaft fracture of the left femur. The bed has been removed from use consistent with the center's "lock and tag out" protocol.